Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. . Reason for reoperation: deflation

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and opening curved on posterior and anterior leak test and microscopic analysis was performed which identified: striated opening on anterior and posterior, striated punctured on anterior, wear abrasion and non-penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior and posterior assessed as surgical damage consistent in the use of some surgical tool. A striated punctured on anterior assessed as surgical damage like consistent in the use of some surgical tool.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.